Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time was 600mg/dl. The mother states the minimed connect is not communicating. The customer was advised the minimied would need internet connection, which the customer did not have at the time. No further assistance provided at this time.